Event description:
The customer observed false nonreactive architect anti-hcv for one patient that was not reported out of the laboratory. The following results were provided: on (B)(6) 2025, sid (B)(6), architect anti-hcv result= 0.26 s/co (nonreactive); card test result= reactive. On (B)(6) 2025 a fresh sample was collected, architect anti-hcv result= 0.21 s/co (nonreactive). The sample was sent to another lab with the following results: roche result= 0.07 s/co (nonreactive); vidas result= 2.3 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79, with PMA number p050042. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67054be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 67054be00. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot 67054be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive architect anti-hcv for one patient that was not reported out of the laboratory. The following results were provided: on (B)(6) 2025, sid: (B)(6), architect anti-hcv result= 0.26 s/co (nonreactive); card test result= reactive. On (B)(6) 2025, a fresh sample was collected, architect anti-hcv result= 0.21 s/co (nonreactive). The sample was sent to another lab with the following results: roche result= 0.07 s/co (nonreactive); vidas result= 2.3 s/co (reactive). There was no impact to patient management reported.